Manufacturer narrative:
Open book/critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that insulin pump had critical pump error. The blood glucose at the time of the incident was unknown. The device was returned for analysis.